Manufacturer narrative:
Terumo did not receive the actual device; however, it has been determined that this issue is due to incorrect usage of the device. The device is not designed to be operated in manner the user facility used it. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery they attached tubing to stopcock and rotated handle at 45 degree angle expecting flow to stop and it kept going through stopcock. The user facility clamped lines and experienced no problems after that. The product was not changed out and the surgery was completed successfully.